Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a uniplanar driver broke off in the screw head during surgery. The tip was removed from the screw head and an alternative driver was used to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Additional information: UDI number, (method, results, and conclusions) - the returned inserter was evaluated. The tip has fractured off. It is likely that a off-axis force was exerted on the inserter while the device was being separated from the screw during the procedure a review of manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that the tip of a uniplanar driver broke off in the screw head during surgery. The tip was removed from the screw head and an alternative driver was used to complete the procedure. There were no reported patient impacts associated with this event.